Manufacturer narrative:
Investigation results: the inner shaft of the wallflex biliary was the only part returned for analysis. Visual examination of the returned component found that the inner shaft was significantly kinked. The broken end appeared to be cut. The device was measured to be approximately 82 inches in length, and included the distal tip. There were no issues with the distal tip or reconstrainment band. The investigation noted that the condition of the returned component was consistent with the reported complaint that difficulty was encountered when removing the delivery system. It was reported that the patient¿s anatomy was tight. Taking this into consideration, along with the condition of the returned component, the investigation concluded that the reported event was likely due to anatomical or procedural factors encountered during the procedure, which limited the performance of the device. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. Additionally, the dfu provides the instructions for removing the delivery device post deployment and how to proceed if the delivery system gets caught on the stent. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary uncovered stent was implanted to treat a malignant extrinsic compression of the bile duct during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2017. Reportedly, patient¿s biliary obstruction was very tight. According to the complainant, during the procedure, there was difficulty advancing a guidewire through the patient¿s tight anatomy. Once the guidewire was in place, the physician began advancing the stent to the target site. The physician had difficulty inserting the delivery system through the stricture. The physician removed the delivery system and dilated the stricture using a 4 mm biliary dilator. The physician was able to insert the delivery system and the stent was deployed in the correct location. During removal of the delivery system, the physician had difficulty pulling the inner catheter through the stent, the distal tip of the inner catheter was getting caught on the stent. The physician attempted to reconstrain the delivery system but after several attempts, the physician decided to cut the delivery system and leaving the inner catheter inside the patient exiting through the patient¿s mouth. About 24 hours post-procedure, the physician attempted to retrieve the inner catheter but was unsuccessful and decided to place a nasogastric tube over the inner catheter to reduce any upper anatomy trauma. After another 24 hours, the physician attempted to remove the inner catheter by using biopsy forceps but was unsuccessful. The physician used a french 10 cook oasis stent pushing catheter to capture the tip of the delivery system and was able to remove the entire inner catheter from the patient with the stent still implanted inside the patient. There were no patient complications reported as a result of this event, the physician reported that the patient was unharmed by the procedures. The patient¿s condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on january 25, 2017 that a wallflex biliary uncovered stent was implanted to treat a malignant extrinsic compression of the bile duct during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2017. Reportedly, patient¿s biliary obstruction was very tight. According to the complainant, during the procedure, there was difficulty advancing a guidewire through the patient¿s tight anatomy. Once the guidewire was in place, the physician began advancing the stent to the target site. The physician had difficulty inserting the delivery system through the stricture. The physician removed the delivery system and dilated the stricture using a 4 mm biliary dilator. The physician was able to insert the delivery system and the stent was deployed in the correct location. During removal of the delivery system, the physician had difficulty pulling the inner catheter through the stent, the distal tip of the inner catheter was getting caught on the stent. The physician attempted to reconstrain the delivery system but after several attempts, the physician decided to cut the delivery system and leaving the inner catheter inside the patient exiting through the patient¿s mouth. 24 hours post-procedure, the physician attempted to retrieve the inner catheter but was unsuccessful and decided to place a nasogastric tube over the inner catheter to reduce any upper anatomy trauma. After another 24 hours, the physician attempted to remove the inner catheter by using biopsy forceps but was unsuccessful. The physician used a french 10 cook oasis stent pushing catheter to capture the tip of the delivery system and was able to remove the entire inner catheter from the patient with the stent still implanted inside the patient. There were no patient complications reported as a result of this event, the physician reported that the patient was unharmed by the procedures. The patient¿s condition at the conclusion of the procedure was reported to be stable.